Manufacturer narrative:
The device was returned to resmed and the reported failure of system fault 74 could not be reproduced during evaluation. An evaluation confirmed the reported complaint of the device failing to complete its internal self test. The pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) related to software and failed to complete its internal self test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the sf74. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf74 was due to an intermittent connection of the expiratory flow sensor while the failure to complete its internal self-test was due to an isolated component failure within the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) related to software and failed to complete its internal self test. There was no patient harm or serious injury reported as a result of this incident.